Event description:
It was reported that an infection was suspected in a patient with an implantable cardioverter defibrillator cobalt xt dr and associated leads. The infection's source was uncertain, prompting culture testing of the device pocket and lead tips. The patient exhibited signs of erosion, purulent discharge, and swelling, leading to hospitalization. The lead tips were cut off during explantation for culture testing. All products involved were explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the results of the pocket and lead cultures were negative; however, the patient had been on oral antibiotics for some time as an outpatient prior to obtaining cultures as an inpatient.